Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer stated that she was hospitalized around (B)(6) 2014 for high blood glucose levels. She cannot remember the exact blood glucose level at the time of her hospitalization. During this hospitalization, the customer stated that she was given injections to treat the high blood glucose levels. The event that led up to the hospitalization was that she had a cyst that erupted on her left ovary. On (B)(6) 2014, the customer stated that her doctor decreased her basal rates. Around (B)(6) 2014, she started experiencing low blood glucose levels. Her blood glucose level was 30 mg/dl. The customer treated with food. During troubleshooting, the insulin pump passed the displacement test. Nothing further reported.

Manufacturer narrative:
The device passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.